Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.

Event description:
A company representative reported that a yukon polyaxial screw fractured intra-operatively and that the fractured component remained implanted in the patient. The procedure was completed successfully with a 30 minute surgical delay and no adverse consequences to the patient.

Event description:
A company representative reported that a yukon polyaxial screw fractured intra-operatively and that the fractured component remained implanted in the patient. The procedure was completed successfully with a 30 minute surgical delay and no adverse consequences to the patient.